Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluated three random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoirs were not occluded.

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. It was found that the infusion set was faulty and no delivery alarms were received with two different reservoirs. The customer stated that no delivery alarms were occurring a few times per week and most often, approximately one day after changing out the set. The customer's blood glucose was not known. Nothing further was reported.